Event description:
Event description guidant received information that a loss of right ventricular (rv) sensing was noted. Since the patient is 100% pacemaker dependent, a revision procedure was performed. During this procedure, it was found that the proximal coil of the lead had not grown into the vessel.